Manufacturer narrative:
(B)( batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the procedure was a laparoscopic procedure. The procedure was not converted. The anvil was placed as it was, and another device was used to complete the case. The patient¿s condition is stable.

Event description:
It was reported that during a super low anterior resection, the device could not be fired at all. The tissue compression scale backlight was illuminated. The battery was reinserted, but the issue did not improve. It was very hard to remove the anvil inside the abdominal cavity, so a clip applier was used to remove it. Another device with the nelaton was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2022. D4: batch # 244a38. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and with the anvil missing. The breakaway washer was not present, and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. A new washer was placed in a test anvil. An attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test washer in a test anvil and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, confirming that the experience was due to the damage in the flex circuit. In addition, the test anvil was inserted and removed several times into the trocar and no issues were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.